Event description:
Reportedly, the pt was subjected to an external shock in order to treat atrial fibrillation. Afterwards, the subject pacemaker failed to pace and could not be interrogated; in addition, no magnet response was observed. It was also indicated that a 300 j shock was delivered with paddles first on the xiphoid and then in v6 position. A reintervention was performed to replace the subject device.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.